Event description:
The event involved a 102" (259 cm) appx 8.3 ml ext set bifuse pur standardbore/smallbore w/clave¿ clear, spiros¿ w/red cap, dual check valve, 1.2 micron filter, luer lock and it was reported that the samples were leaking. There was patient involvement and patient harm was not reported. The event occurred on multiple dates, and this report captures fourth of seven incidents.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. Additional contact information: (B)(6).

Manufacturer narrative:
The device history lot review could not be conducted because no lot number was identified. One used device was returned for investigation. The device was visually inspected. Filter was wetted out as received. Set was leak tested. There was leakage from the filter vent. Directions for use states parenteral nutrition (2-in-1) solutions that do not contain lipids should be infused using a 0.22-micron filter, and the associated tubing sets need to be replaced at least every 72 hours. Intravenous fat emulsion (ivfe) or total nutrient admixtures (3-in-1) that include lipids must be administered through a 1.2-micron filter, with their tubing sets changed at least every 24 hours. The reported complaint of leakage can be confirmed. The probable root cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infuscate interaction during use.